Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation is seroma and capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side cyst, capsular contracture, baker grade iii, and "liquid collection." The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: cyst-ndr: event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side cyst, capsular contracture, baker grade iii, and "liquid collection." The event of cysts were deemed unrelated to the implant. The device has been explanted.

Event description:
The event of cysts were deemed unrelated to the implant.